Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 5:30 pm with blood glucose of over 350 mg/dl. Customer was treated with intravenous fluids and insulin drip. Customer had symptoms like feeling weak and dry mouth. Customer did complete blood count test and urine test. Customer was unable to complete carelink upload. Customer was advised to revert back using manual injections or pens as per doctor's instructions. Customer also reported that the insulin pump had motor error alarm. Customer stated that crack on the battery compartment and piece that missing and popped out. Troubleshooting was declined for high blood glucose and cannula was bent. Customer was unable to complete carelink upload. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had minor scratched display window, broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. (B)(4).